Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2019-09088; 2017865-2019-09089. It was reported that a patient presented with an infection. The physician explanted the implantable cardioverter, the right atrial lead, and the right ventricular lead. The patient was discharged. The patient returned to the hospital with a fever and was later discharged.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).